Event description:
The customer reported a few drops of diluent leaked from the coulter lh 750 hematology analyzer onto the counter while performing patient samples. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, mask and protective eye wear, and a lab coat at the time of the occurrence. There was no reported exposure to mucous membranes or open wounds. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse noticed a pinhole in the tubing from pin 7 (bar-code scanner card pin) on the shear valve cvl85/126. The fse replaced the tubing and the instrument performed without any leaks. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).